Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age, gender and weight were not provided. The manufacturer was notified that the patient received a heart transplant on 04june2017; the referenced admissions for driveline infections had not previously been reported. This medwatch represents the first hospital admission on (B)(6) 2016. The referenced (B)(6) 2016 admission and subsequent heart transplant were reported under medwatch MFR. Report #2916596-2017-01692. (B)(4). Approximate age of device ¿ 9 months. The pump remained in use at the time of the event. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been admitted on (B)(6) 2016, and again on (B)(6) 2016 for driveline infection. The patient was treated with IV to oral antibiotics. The patient received a heart transplant on 04jun2017.